Event description:
Additional information/correction: the vad coordinator reported that the patient's wife found the patient "slumped over" with one battery and battery clip connected to the primary system controller and the other battery and battery clip connected to the back-up system controller; however, the driveline was not engaged in either system controller. The patient's wife reconnected the driveline to the primary system controller and the patient was transported to the emergency room. Additional information: an intermacs registry report was received that states: looking over the device history, a driveline fault alarm occurred. The patient was home alone and did not call his coordinators. Based off the device history, it appeared that the patient attempted to do a controller switch out. However, when disconnecting the driveline from his primary it was not reconnected to a controller. His wife came home to find him unresponsive and she initiated ems. The pump was able to be restarted en route to the hospital. However, upon arrival to the ER he was noted to be in cardiac standstill with no neurologic function and was pronounced dead.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the emergency room with heart failure symptoms. The customer stated "the patient was trying to change out his system controller secondary to a driveline fault message and was unable to get switched over, as he was found with the driveline connected to one controller and the batteries to another". The log file contained data which confirmed a driveline fault alarm and a loss of external power. The backup battery was engaged. The driveline was disconnected from the system controller and re-connected approximately one hour later. The patient subsequently expired.

Manufacturer narrative:
Approximate age of device: 86 days. (Calculated from the date when the system controller was issued to the patient). The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The investigation confirmed the report of a driveline fault alarm via the log file. The alarm was not reproduced during the analysis. The returned system controller was functionally tested and found to operate as intended during the analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Device evaluation: the specific cause for the activation of the driveline fault advisory alarm is inconclusive as the pump and driveline were not returned for evaluation. The backup system controller (serial number (B)(4)) was not returned for analysis. The primary system controller (serial number (B)(4)) was received. The information provided indicated the patient¿s primary controller activated a driveline fault alarm. The patient apparently attempted to exchange to his backup controller; however he was found with a battery connected to each controller, but the pump driveline was not connected to either controller. The patient's wife reconnected the driveline to the primary controller and the pump restarted. A review of the data contained in the system controller log file revealed that a driveline fault advisory alarm became active at 9:31am on (B)(6) 2015. The pump continued to provide uninterrupted support and the alarm remained active until the driveline was disconnected at 9:38am (7 minutes later). The driveline was reconnected at 10:43am, sixty-five minutes after being disconnected. When the driveline was reconnected to the system controller, the pump returned to, and remained at, the fixed speed of 8800rpm until the system controller was powered down at 11:21am. Two 14v batteries and two battery clips were also received for analysis. The investigation did not find any functional issues. Both 14v batteries were received in good condition and nearly fully charged (4 out of 5 bars). The battery clips had no noticeable signs of damage. The returned 14v batteries were tested with the associated battery clips and system controller and all the components used together supported a test pump without issue or atypical alarms. A review of the device history records for the heartmate ii lvas and system controllers found no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing the file on this event.